Event description:
It was reported that the ilet display interface did not accept a ¿yes¿ selection during a press-and-hold step in setup, consistent with a screen or user interface unresponsive event associated with the device¿s software. Symptoms included no clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included troubleshooting with customer support and a software/firmware update. Investigation of this case revealed that a force restart and firmware update restored normal function and enabled setup to proceed. It was concluded that the issue was resolved through software update, with the device operating as intended after corrective steps.